Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. During a rotapro-guided ptca procedure of the left anterior descending artery (lad), the physician encountered issues with the dynaglide mode of the rotapro console. Although dynaglide mode was selected, the console displayed inconsistent rotational speeds. In normal mode, default set speed of 160,000 rpm was displayed; however, speeds up to 200,000 rpm were observed. In dynaglide mode, the device displayed at 164,000 rpm, raising concerns that the burr was spinning faster than intended. Despite troubleshooting attempts, including adjusting to slow down pressures, the issue persisted. The procedure was successfully completed using the original device. No patient complications were reported.

Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. During a rotapro-guided ptca procedure of the left anterior descending artery (lad), the physician encountered issues with the dynaglide mode of the rotapro console. Although dynaglide mode was selected, the console displayed inconsistent rotational speeds. In normal mode, default set speed of 160,000 rpm was displayed; however, speeds up to 200,000 rpm were observed. In dynaglide mode, the device displayed at 164,000 rpm, raising concerns that the burr was spinning faster than intended. Despite troubleshooting attempts, including adjusting to slow down pressures, the issue persisted. The procedure was successfully completed using the original device. No patient complications were reported.